Event description:
Customer reported the displayed image appears reduced by half in a central circle. Image is unusable. No patient injury was reported.

Manufacturer narrative:
No investigation could be performed and the root cause could not be clarified as the customer did not provide any further data. The only information provided concerning the patients is that "patients were ok."

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B) (4)

Event description:
The user received erroneous tsh results for two patient samples, however only provided data for one patient. The initial tsh result was 0.510 and the repeat results were 2.15 and 2.14. No unit of measure was provided. The erroneous results were not reported and the patients were not affected. The tsh reagent lot number was not provided. The technical service representative verified the maintenance was done on the instrument, primed the probe and the sample reagent probe. She suggested the user rerun samples after a new reagent was loaded, calibration and qc. The qc and patient results were acceptable, but no specific results were provided.